Manufacturer narrative:
Upon visual inspection, the rolling loop was found to be damaged that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 319 error was triggered indicating fault, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards was found to be failing on the axes controller circuit board (acc). Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that they just docked and got a fault. Tse confirmed the system logs show non-recoverable error 319 pointing to universal surgical manipulator (usm) 1 acc. The customer performed multiple power cycles and a hard reboot and a emergency power off on the patient side cart (psc); however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.